Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30466221l number, and no internal actions related to the complaint was found during the review. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient ((B)(6) kg) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® sf nav bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, no bwi product malfunctions were reported. There was no evidence of steam pop during the ablation. No impedance nor temperature issues occurred; however, the patient complained about pain. The procedure was completed. After the procedure, the patient returned to the ward and experienced cardiac tamponade. Pericardiocentesis was done to drain the fluid. Patient¿s condition improved. There¿s no report of prolonged hospitalization. Physician¿s opinion regarding the cause of the event is that it was procedure related and that it could have occurred during the ablation.